Manufacturer narrative:
No product was returned for evaluation. The report of low speed events and pump stoppages were confirmed based on the evaluation of the submitted system controller log file. Although a root cause for the low speed events and pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Low speed and pump stoppage events were captured between (B)(6) 2018 4:59am - (B)(6) 2018 2:06am. These events correspond to alarms for low speed and low flow hazard and occurred while the system was connected to the power module. The account reported the patient would remain ongoing on vad support on an ungrounded cable and will not undergo a pump exchange. The hmii instructions for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead replacement on (B)(6) 2018 is reported on medwatch MFR report # 2916596-2018-02103. Approximate age of device - 3 years, 8 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages and low speed events occurred while the vad was connected to a mobile power unit (mpu). The patient was reported to by asymptomatic, but admitted to the hospital for observation. It was mentioned that the patient underwent an external distal percutaneous lead (driveline) replacement back on (B)(6) 2018 due to a short to shield issue. The manufacturer's technical service representative reviewed the submitted log file and observed 3 pump stoppages starting on (B)(6) 2018 that all appeared to have occurred while the vad was connected to a power module. This type of behavior has been linked to potential issues with the driveline. Submitted x-ray images of the driveline were unremarkable. Review of the patient records showed that the entire external driveline length was replaced on (B)(6) 2018. The customer was informed that at this point the only options for the patient were to use an ungrounded power module patient cable or replace the pump. If kept an on ungrounded patient cable, the customer was informed that if the short to shield matured into a phase to phase short that pump stoppages could occur on any type of power source or any type of patient cable. As of (B)(6) 2018, the patient was at home using an ungrounded patient cable when connected to a power module. No additional information was provided.